Event description:
It was reported that the atrial lead dislodged. The physician suspected twiddlers syndrome. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).